Manufacturer narrative:
Cause investigation and conclusion gore received an adverse event alert from study database. The ecfr was reviewed and the provided information is captured in sections 2. And 3. A review of the manufacturing records indicated the device met pre-release specifications. The device enabling direct assessment of product performance remains implanted and was, therefore, not available for analysis. Clinical images of three time-points were shared with gore for evaluation: pre-implantation computed tomograpgy angiography (cta) dated (B)(6) 2021, post-implantation cta dated (B)(6) 2022, and post-implantation cta dated (B)(6) 2023. The imaging evaluation summary of these imaging data set states the following: ¿ pre-implantation cta shows diameter range within the proximal 20 mm of the right renal artery (rra) appear to range from ~5.5 mm ¿ 6.2 mm. The rra is tortuous. ¿ post-implantation cta dated (B)(6) 2022, shows devices implanted in the aorta and visceral vessels. There is flow in the rra on this time-point. The length of the stent implanted in the rra appears to be ~7 cm, by outer curve length. Diameters within the stent appear to range from ~3.6 mm ¿ 5.6 mm. Diameter within the area of high angulation appears to be ~4.7 mm. ¿ post-implantation cta dated (B)(6) 2023, shows no flow visualized in the stent in the rra and distally in native vessel, thereby confirming an occluded stent. ¿ stent diameters of the last two time-points are comparable. Based on the review of the study database and the subsequent investigation we are unable to determine the cause of this incident and assign a root cause. This complaint was initiated based on information received from a study alert. Clinical images of three time-points were shared with gore for evaluation. The imaging evaluation confirmed the reported occlusion. There is no indication for collapse, compression, invagination or in-folding of the vbx device. Therefore the available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported device occlusion represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: ¿ occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Manufacturer narrative:
Clinical images of three time-points were provided to gore for review: pre-implantation cta dated (B)(6) 2021, post-implantation cta dated (B)(6) 2022 and post-implantation cta dated (B)(6) 2023. The imaging evaluation summary states the following: pre-implantation cta shows diameter range within the proximal 20 mm of the right renal artery (rra), it appear to range from 5.5 mm ¿ 6.2 mm. The rra is tortuous. Post-implantation cta dated (B)(6) 2022 shows devices implanted in the aorta and visceral vessels. There is flow in the rra on this time-point. The length of the stent implanted in the rra appears to be 7 cm, by outer curve length. Diameters within the stent appear to range from 3.6 mm ¿ 5.6 mm. Diameter within the area of high angulation appears to be 4.7 mm. Post-implantation cta dated (B)(6) 2023 shows no flow visualized in the stent in the rra and distally in native vessel, thereby confirming an occluded stent. Stent diameters of the last two time-points are comparable.

Manufacturer narrative:
B3: the onset date of the occlusion remains unknown. Therefore the imaging date the occlusion was diagnosed was used as a best estimate. H6-b14 and c19: a review of the manufacturing records indicated the device met pre-release specifications. H6-b15: h6-b15: gore received an adverse event alert from study database. The ecfr was reviewed and the provided information is captured in sections a through e. H6-b20 and h3 other: the device remains implanted in the patient. Therefore a device evaluation could not be performed. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
In (B)(6) 2021 the patient presented at the hospital with a thoraco-abdominal aortic aneurysm (taaa) type IV. On (B)(6) 2021, the patient underwent an endovascular procedure to treat the taaa. In total eight stent grafts have been implanted. Gore® viabahn® vbx balloon expandable endoprostheses (vbx device) were used as bridging devices to the right and left renal artery, the superior mesenteric artery and the celiac trunk. The vbx device implanted in the right renal artery was placed most proximal within the portal. At the end of the procedure all devices were patent. On (B)(6) 2023, the patient presented at the hospital for a scheduled 24 month follow up visit. Multiplanar device radiographs (x-ray) and computed tomography imaging with contrast were performed showing that the vbx device placed in the right renal artery had occluded. Additional doppler ultrasound imaging performed on (B)(6) 2023, confirmed the finding. The patient reported that he has had severe bodily pain during the past 4 weeks. The onset date of the occlusion remains unknown. Reportedly, the occlusion resulted in permanent impairment of the right kidney function. No treatment was performed to resolve the occlusion.